Event description:
It was reported that "pt broke his hip in 2006 and received an unidentified hemiarthroplasty hip. On (B)(6)-2007 the pt had pain, and a revision was performed, due to a loose, failed hemiarthroplasty stem. This was replaced with a total hip. On (B)(6)-2008 another revision was performed due to failure of the right total hip arthroplasty, receiving a biolox delta ceramic v40 head 36mm, restoration modular hip cone body, and restoration conical distal stem. On (B)(6)-2008 the pt was treated for a right periprosthetic femur fracture. Synthese screws, and pins and cable were implanted. Open reduction and fixation of right femur fracture."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.